Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro device. There was no serious patient harm or injury that occurred or was reported. The bipap a40 pro device was evaluated by a third party service center. The service technician confirmed the customer's complaint. A ventilator inoperative error code relating to a pressure failure was found in the device's error. The printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a non-reportable low circuit leak alarm was also found in the device's error log. The pca board replaced will also resolve this error code. The air path was replaced for preventative maintenance. The device passed all final checks and testing.

Manufacturer narrative:
The bipap a40 pro (blx3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.